Manufacturer narrative:
The product was returned for analysis and the reported complaint could not be observed. Intraocular lens (iol) was returned outside of the device. The device was returned in a bag. The lock-out assembly has been removed. Ophthalmic viscosurgical device (ovd) is observed in the device. The plunger is advanced to the wound guard. The iol was returned outside of the device in a bag. Solution is dried on both surfaces of the optic and haptics. One haptic is intact, the other haptic is broken not returned. The optic is scratched/marked-rejectable and has a piece missing. The product investigation could not identify the root cause for the reported complaint "not working, did not deploy properly" as the lens was returned outside of the device. Due to this, we are unable to confirm the lens and the plunger position for advancement and determine a root cause. We are unable to verify if the product contributed to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported with a description of preloaded device not working. Additional information has been requested and received stating the lens did not deploy properly.